Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation surgery showed affected channels likely due to a damage to the active electrode. The damage was confirmed during device investigation and was likely caused by surgical mishandling during implantation surgery. A back-up device was implanted. This is a final report.

Event description:
During implantation surgery in situ measurements reportedly showed affected channels. A back-up implant was successfully implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery in situ measurements reportedly showed affected channels. A back-up implant was successfully implanted.